Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result generated by the architect c4000 processing module for a patient. The result was questioned by the physician. The sample was repeated, yielding results within the normal range. The following data was provided: customer¿s reference range: 1.6 to 2.6 mg/dl. Sample ID (B)(6): (B)(6) 2025 initial result: 6.73 mg/dl. Repeat result (post-assay recalibration): 2.07 mg/dl. Repeat result on another instrument: 2.04 mg/dl. No impact to patient management was reported.

Event description:
The customer observed falsely elevated magnesium result generated by the architect c4000 processing module for a patient. The result was questioned by the physician. The sample was repeated, yielding results within the normal range. The following data was provided: customer¿s reference range: 1.6 to 2.6 mg/dl sample ID (b)(6_. (B(6) initial result: 6.73 mg/dl repeat result (post-assay recalibration): 2.07 mg/dl repeat result on another instrument: 2.04 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, however no definitive part was identified as the cause of the issue. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) was identified.